Manufacturer narrative:
As of this date, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a lead reposition procedure, attempts to reposition this right ventricular lead were unsuccessful. It had been observed that impedance measurements were high out of range and had been increasing. In addition, threshold measurements were increased. A decision was made to leave the lead implanted for defibrillation purposes as all measurements were within normal limits. An additional lead was implanted for pacing and sensing functions. There were no adverse patient effects reported.